Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 664834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and nova sure endometrial ablation done on same day". The patient's past medical history included dysfunctional uterine bleeding, gastric bypass, fibromyalgia and depression. Concurrent conditions included menometrorrhagia, chronic lumbago, burning micturition, nausea, vomiting and diarrhea. On (B)(6) 2009, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("low back pain") and iron deficiency ("iron deficiency"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and vaginal haemorrhage had resolved, the menorrhagia had not resolved and the dyspareunia, abdominal pain, back pain and iron deficiency outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, iron deficiency, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there is no definitive etiology for perforation in the colon, colitis, or diverticulitis. Endometrial ablation failed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2009 patient had trans vesical and transvaginal pelvic sonogram resulted in a 0.8 em submucosal uterine leiomyoma in the posterior wall of the uterine body. This was not identified on the prior study. Several nabothian cysts up to slightly over 1 cm in size are again identified in the cervix. No other significant pelvic finding. Normal endometrial thickness on (B)(6) 2012 patient had CT abdomen and pelvis resulted in free fluid and free air. Definitive etiology for the perforation is uncertain; although most of the free air and inflammatory change is in the left upper quadrant, consider perforated gastric ulcer. Nonspecific changes are noted in the small bowel. Right ovarian cyst. Findings called to the emergency room at the time of dictation concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added , lot number added, concomitant condition added, event added as :- abnormal bleeding(general) , abnormal bleeding (vaginal, menorrhagia) , hysterectomy (partial) , dyspareunia (painful sexual intercourse), abdominal pain, lower back pain, iron deficiency,essure insertion and nova sure endometrial ablation done on same day) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 664834-invalid.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and nova sure endometrial ablation done on same day". The patient's past medical history included dysfunctional uterine bleeding, gastric bypass, fibromyalgia and depression. Concurrent conditions included menometrorrhagia, chronic lumbago, burning micturition, nausea, vomiting and diarrhea. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("low back pain") and iron deficiency ("iron deficiency"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and vaginal haemorrhage had resolved, the menorrhagia had not resolved and the dyspareunia, abdominal pain, back pain and iron deficiency outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, iron deficiency, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there is no definitive etiology for perforation in the colon, colitis, or diverticulitis. Endometrial ablation failed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion on (B)(6)2009 patient had trans vesical and transvaginal pelvic sonogram resulted in a 0.8 em submucosal uterine leiomyoma in the posterior wall of the uterine body. This was not identified on the prior study. Several nabothian cysts up to slightly over 1 cm in size are again identified in the cervix. No other significant pelvic finding. Normal endometrial thickness on (B)(6)2012 patient had CT abdomen and pelvis resulted in free fluid and free air. Definitive etiology for the perforation is uncertain; although most of the free air and inflammatory change is in the left upper quadrant, consider perforated gastric ulcer. Nonspecific changes are noted in the small bowel. Right ovarian cyst. Findings called to the emergency room at the time of dictation concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.